Manufacturer narrative:
Correction: code 1439 - "pacing problem" added for initially reported "auto mode switching" mentioned in initial report.

Event description:
New information notes programming changes were completed. The patient was stable.

Event description:
It was reported that far r wave oversensing and auto mode switching (ams) was observed on the implantable cardioverter defibrillator (ICD). Programming suggestions were made and to be forwarded to the physician. There were no reported patient symptoms or consequences.